Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there was a loss of sensing noted due to a suspected loss of tissue contact. A software download is anticipated in order to avoid the sensing loss. The patient was stable with no consequences.